Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation completion. The customer was unable to provide the required intake information. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.